Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic with a left ventricular lead that dislodged. It was also noted that the right atrial and ventricular leads had pulled back. Programming changes were made, and the patient was stable.

Event description:
Related manufacturer reference number:2017865-2020-02403, 2017865-2019-18657, 2017865-2019-18661. New information received on 12 feb 2020, indicates that the patient presented on (B)(6) 2020 for a procedure. The left ventricular lead and right atrial lead were explanted and replaced. The right ventricular lead received more slack. The pocket was modified, and the device secured. The patient was stable before during and after.